Event description:
Treating physician reported that the vns patient had expired and the death was witnessed by the spouse. In addition, he reported that the patient had experienced a generalized seizure just prior to death and he did not feel that the death was related to vns therapy. The physician indicated that the death was definitely sudep, but an autopsy will not be available. It was reported that at the time of the patient's death, the patient was receiving vns therapy and experiencing a greater than fifty percent seizure reduction rate. No autopsy is planned and the generator was explanted and returned to spouse.

Manufacturer narrative:
Outcomes attributed to adverse event. This information was inadvertently reported incorrectly on the initial MFR. Report.